Manufacturer narrative:
(B)(4) batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: who fired the device? The doctor fired the device what is the healthcare provider¿s experience with the device? Surgeon has used the device for 20 years. Where in the green gap setting scale was the indicator located prior to firing? Gap setting scale was in the middle of the green section upon firing. Did the surgeon wait 15 seconds and then retighten prior to firing? Surgeon did wait for 20 secs before firing the device. Was the device difficult to close? She did state the device was difficult to close. Was the device difficult to fire? Surgeon stated the device was not difficult to fire. Please describe how the rectum ¿ripped when fired¿? The rectum ripped when firing because the surgeon tried to re-fire the handle 3 times after she didn¿t hear the washer crack after the first attempt. How was device removed? The device was removed in a fish tail motion out of the rectum. Can photos be provided of the device? I do not have any photos but can check with risk management who has the stapler. What is the current patient status? Patient is doing okay,

Event description:
It was reported that during an ileostomy reversal the plastic ring did not break and none of the staples formed into the b shape after firing the device. The device also ripped the rectum when it was fired. The procedure was converted to open and the surgeon created another ileostomy to give the patient time to heal and reassess the patient¿s options.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2018. Additional information was requested and the following was obtained: confirmed that the patient was re-anastamosed last week with another circular stapler. Patient is currently doing well. Risk manager at the hospital is unwilling to release the device or let the rep take pictures of the device. They are planning on keeping the device for 2 years.